Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery for instability-dislocation. Total shoulder arthroplasty on (B)(6) 2002. Revision surgeries on (B)(6) 2015, (B)(6) 2016 and (B)(6) 2017 (aequalis press fit stem dwb273 + aequalis titanium humeral head dwa239). Patient ID : (B)(6)."